Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 15 mmol/l. The customer stated that the pump alarmed power system error in the alarm history. The customer removed the battery and waited until the pump stopped blinking. The customer stated that he placed in a new battery and the alarm came back. The customer disconnected and removed the reservoir and set, rewound the pump, placed the reservoir, primed catheter and connected to the body again. The customer stated that the problem was solved.